Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/02/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1923ps suture anchor had broken off. This occurred during a procedure when they inserted the anchor by guiding it with the guide, the drill bit, and inserting it into the hip. They impact it and remove the anchor they observed that the tip of the anchor had broken off (peek and the bio screw). It was observed that the guide did not follow the intended direction and that, possibly, the direction of insertion of the anchor was changed, which caused it to break. The patient was not affected, as the anchor could not be inserted. As an alternative, another anchor from another reference is used again, and the technique is carefully performed, resulting in a successful outcome.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was provided on 10/07/2024, where it was stated that an ar-1923d drill was used to prepare the bone socket. An ar-1934bcf-2 suture anchor was used to complete the case.

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.